Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The valve was implanted. Post-implant, the physician forgot to retract the nose cone into the valve capsule and attempted to remove the delivery system from the patient without the nose cone retracted into the valve capsule. The nose cone was observed to be stuck in the femoral artery. The physician attempted to retract the nose cone but was unsuccessful. Significant force was used to pull the delivery system back while pushing the integrated sheath forward, which resulted in the nose cone breaking off from the delivery system. A surgical procedure was performed to remove the nose cone from the patient and repair the femoral artery. The valve remained implanted and was working as intended. The patient status was stable.

Manufacturer narrative:
An event of nosecone detachment and use-related tissue damage was reported. The device was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed and found to be functional with no anomalies. However, the nosecone was returned detached from the inner shaft. The inner shaft was noted to be kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the nosecone detachment appears to be related to procedural conditions (not retracting the radiopaque tip prior to removing the delivery system and getting stuck in the pulmonary artery). The cause of the reported tissue damage appears to be related to procedural condition (nosecone getting stuck in the pulmonary artery). The surgical intervention was a result of case-specific circumstances, as a cut-down was performed to remove the nosecone and repair the artery. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU), ¿post-deployment: for transfemoral procedures, withdraw the radiopaque tip of the open delivery system through the valve, into the descending aorta. Depress the macro slide buttons and pull back on the proximal end of the handle to close the system. Withdraw the delivery system until the valve capsule reaches the integrated sheath¿ note: confirm that the proximal end of the handle is fully retracted before withdrawing the delivery system.¿ codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The valve was implanted. Post-implant, the physician forgot to retract the nose cone into the valve capsule and attempted to remove the delivery system from the patient without the nose cone retracted into the valve capsule. The nose cone was observed to be stuck in the femoral artery. The physician attempted to retract the nose cone but was unsuccessful. Significant force was used to pull the delivery system back while pushing the integrated sheath forward, which resulted in the nose cone breaking off from the delivery system and perforating the femoral artery. A surgical procedure was performed to remove the nose cone from the patient and repair the femoral artery. The valve remained implanted and was working as intended. The patient status was stable.